Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes due to noise on the right atrial channel were noted. All electrical parameters were stable and in range so no intervention was performed. The patient was stable and additional information was requested but not yet received.